Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. As received, the monitor was fully functional. Upon investigation belt sn (B)(4) failed incoming functional testing. The cause of the failure was due to an intermittently open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode (te). The root cause of the damaged wire was unable to be positively identified but is likely due to excessive force on the cable section. There is no indication that the intermittent wire contributed to the event. There is no evidence to suggest that the lifevest caused or contributed to the death. Review of flag data reveals the wire was intact while in use as the device was able to deliver a full 150j pulse during the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) - initial. Electrode belt (B)(4) - (B)(6) 2014, reuse.

Event description:
A zoll distributor contacted zoll to report that a pt passed away on (B)(6) 2014. Between 7:31:04 am and 08:19:15 am on (B)(6) 2014, the lifevest detected asystole 13 different times while the ECG showed bradycardia from 10 to 20 bpm degrading to asystole. The pt received a treatment at 08:21:11 am during asystole. Oversensing of small cardiac signal contributed to the false detection. No sustained ventricular tachyarrhythmias were detected. The response buttons were not pressed during the entire event. The pt was reportedly alone at the time of the defibrillation and was taken to the hosp where she passed away. There is no indication that the defibrillation contributed to the pt death.